Event description:
Patient reported "recurrent pain and inflammation in left breast, , left breast was too hard. MRI and biopsy carried out. MRI identified "two periprotesic nodules of less of 1cm in left breast, potential granulomas of the periprotesic capsula or intrammamary ganglion and adenopathies. Patholgy report identified " fibrotic scar tissue and fibronecrotic tissue with discrete inflammatory component. Lymphatic ganglion with presence of gigant cells multinucleoids fagociting odd material. Medical report identified " intra and extracapsular ruptura of the left device with armpit siliconomas". Surgiclal report identified " device is not broken, capsule with abnormal thickness and brown liquid. Device has been explanted. This relates to the left side

Manufacturer narrative:
(B)(4). The reported events granuloma, lymphadenopathy, silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy, silicone migration.